Manufacturer narrative:
(B)(4).

Event description:
During implant procedure, the lead was noted to be dislodged. The lead was unable to be disconnected from the header of the device as the set screw would not turn. Both lead and device were removed from the patient and replaced. The patient is in good condition following the procedure. Related device: 2017865-2017-00495.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Helix was partially extended and clogged with blood/tissue as returned. After cleaning, the helix could be fully extended and retracted and was within specification. No anomalies were noted at the connector region of the lead. The lead was tested with a test device and was able to be inserted and removed without any difficulties noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found was consistent with that occurring at the time of explant.